Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12433496,841534,863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils in each fallopian tube were dramatically stretched". The patient's medical history included palpitations, adenomyosis, gravida ii and parity 2. Concurrent conditions included local anaesthesia (during essure procedure) and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced acne cystic ("cystic acne / increase acne") and infection ("infection (other)"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("hypermenorrhea") and complication of device insertion ("three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (on (B)(6) 2016 underwent total laproscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, alopecia, weight decreased, fatigue, abdominal pain, diarrhoea, acne cystic, anxiety, depression and menorrhagia had resolved and the infection outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, anxiety, arthralgia, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, infection, menometrorrhagia, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successful occlusion of both fallopian tubes. Diagnostic results: on (B)(6) 2013 transvaginal ultrasound showed only a right-sided essure coil in satisfactory position likely accounting for the palpable abnormality. The left cornua of the uterus was not well seen and no second essure coil could be confirmed. During surgery, both implants were found in the fallopian tubes. The pathology report for the procedure noted that the essure coils in each fallopian tube were dramatically stretched. Plaintiff has not been diagnosed with a nickel allergy. Update: 2 reported lot numbers (841634,863589) are not valid. Lot number: 12433496, manufacturing date: 2010-03, expiration date: 2013-01. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs and mr received: lot number, event onset date, aka name were added. Events outcomes were updated. On 25-jun-2020: mr received. No new information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils in each fallopian tube were dramatically stretched". The patient's concurrent conditions included local anaesthesia (during essure procedure) and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), acne cystic ("cystic acne"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("hypermenorrhea") and complication of device insertion ("three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (on (B)(6) 2016 underwent total laproscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, alopecia, weight decreased, fatigue, abdominal pain, diarrhoea, acne cystic, anxiety, depression and menorrhagia had resolved. The reporter considered abdominal pain, acne cystic, alopecia, anxiety, arthralgia, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successful occlusion of both fallopian tubes. Diagnostic results: on (B)(6) 2013 transvaginal ultrasound showed only a right-sided essure coil in satisfactory position likely accounting for the palpable abnormality. The left cornua of the uterus was not well seen and no second essure coil could be confirmed. During surgery, both implants were found in the fallopian tubes. The pathology report for the procedure noted that the essure coils in each fallopian tube were dramatically stretched. Plaintiff has not been diagnosed with a nickel allergy. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Amendment: the report was amended for the following reason: information from deleted duplicate case transferred: reporter information, essure indication. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12433496,841534,863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils in each fallopian tube were dramatically stretched". The patient's medical history included palpitations, adenomyosis, gravida ii and parity 2. Concurrent conditions included local anaesthesia (during essure procedure) and nickel sensitivity. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), clonidine hydrochloride (clonidin), codeine phosphate;paracetamol (tylenol with codeine), diazepam (valium), levetiracetam (keppra), lisinopril, pravastatin, spironolactone, trazodone hydrochloride (trazodon) and vilazodone hydrochloride (viibryd). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced allergy to metals ("allergy-nickel allergy"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2015, the patient experienced acne cystic ("cystic acne / increase acne"), urinary tract infection ("infection -uit") and migraine ("migraine/headache"). In (B)(6) 2017, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain/pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("hypermenorrhea"), complication of device insertion ("three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube") and hypertension ("high blood pressure") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (on (B)(6) 2016 underwent total laproscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, alopecia, weight decreased, fatigue, abdominal pain, diarrhoea, acne cystic, anxiety, depression, menorrhagia, migraine and vaginal discharge had resolved and the urinary tract infection, bacterial vaginosis, seizure and allergy to metals outcome was unknown. The reporter considered abdominal pain, acne cystic, allergy to metals, alopecia, anxiety, arthralgia, bacterial vaginosis, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hypertension, menometrorrhagia, menorrhagia, migraine, pelvic pain, seizure, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube. Current weight 115lbs: diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: successful occlusion of both fallopian tubes. On (B)(6) 2013 transvaginal ultrasound showed only a right-sided essure coil in satisfactory position likely accounting for the palpable abnormality. The left cornua of the uterus was not well seen and no second essure coil could be confirmed. During surgery, both implants were found in the fallopian tubes. The pathology report for the procedure noted that the essure coils in each fallopian tube were dramatically stretched. Plaintiff has not been diagnosed with a nickel allergy. Update: 2 reported lot numbers (841634,863589) are not valid. Lot number: 12433496, manufacturing date: 2010-03, expiration date: 2013-01. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received: new events added-urinary tract infection, bacterial vaginosis, migraine/headache, vaginal discharge, seizures, nickel allergy ,concomitant drug added , patient¿s weight added and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12433496,841534,863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils in each fallopian tube were dramatically stretched." The patient's medical history included palpitations, adenomyosis, gravida ii and parity 2. Concurrent conditions included local anaesthesia (during essure procedure) and nickel sensitivity. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), clonidine hydrochloride (clonidine), codeine phosphate;paracetamol (tylenol with codeine), diazepam (valium), levetiracetam (keppra), lisinopril, pravastatin, spironolactone, trazodone hydrochloride (trazodone) and vilazodone hydrochloride (viibryd). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced allergy to metals ("allergy-nickel allergy"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2015, the patient experienced acne cystic ("cystic acne / increase acne"), urinary tract infection ("infection -uit") and migraine ("migraine/headache"). In (B)(6) 2017, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain/pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("hypermenorrhea"), complication of device insertion ("three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube") and hypertension ("high blood pressure") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (on (B)(6) 2016 underwent total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, alopecia, weight decreased, fatigue, abdominal pain, diarrhoea, acne cystic, anxiety, depression, menorrhagia, migraine and vaginal discharge had resolved and the urinary tract infection, bacterial vaginosis, seizure and allergy to metals outcome was unknown. The reporter considered abdominal pain, acne cystic, allergy to metals, alopecia, anxiety, arthralgia, bacterial vaginosis, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hypertension, menometrorrhagia, menorrhagia, migraine, pelvic pain, seizure, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube. Current weight 115lbs: diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram on (B)(6) 2011: results: successful occlusion of both fallopian tubes. On (B)(6) 2013 transvaginal ultrasound showed only a right-sided essure coil in satisfactory position likely accounting for the palpable abnormality. The left cornua of the uterus was not well seen and no second essure coil could be confirmed. During surgery, both implants were found in the fallopian tubes. The pathology report for the procedure noted that the essure coils in each fallopian tube were dramatically stretched. Plaintiff has not been diagnosed with a nickel allergy. Lot number (841634,863589,) are invalid . Lot number: 12433496, manufacture date: 2010-03, & expiration date: 2013-01 . Lot number: 841534, manufacture date: 2011-03 , & expiration date: 2014-03 . Lot number: 863569, manufacture date: 2011-05 , & expiration date: 2014-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12433496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils in each fallopian tube were dramatically stretched". The patient's medical history included palpitations, adenomyosis, gravida ii and parity 2. Concurrent conditions included local anaesthesia (during essure procedure) and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), acne cystic ("cystic acne / increase acne"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("hypermenorrhea"), complication of device insertion ("three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube") and infection ("infection (other)") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (on (B)(6) 2016 underwent total laproscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, alopecia, weight decreased, fatigue, abdominal pain, diarrhoea, acne cystic, anxiety, depression and menorrhagia had resolved and the infection outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, anxiety, arthralgia, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, infection, menometrorrhagia, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successful occlusion of both fallopian tubes. Diagnostic results: on (B)(6) 2013 transvaginal ultrasound showed only a right-sided essure coil in satisfactory position likely accounting for the palpable abnormality. The left cornua of the uterus was not well seen and no second essure coil could be confirmed. During surgery, both implants were found in the fallopian tubes. The pathology report for the procedure noted that the essure coils in each fallopian tube were dramatically stretched. Plaintiff has not been diagnosed with a nickel allergy. Update: 2 reported lot numbers (841634,863589) are not valid. Lot number: 12433496 manufacturing date: 2010-03 expiration date: 2013-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: update of quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12433496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils in each fallopian tube were dramatically stretched". The patient's medical history included palpitations, adenomyosis, gravida ii and parity 2. Concurrent conditions included local anaesthesia (during essure procedure) and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), acne cystic ("cystic acne / increase acne"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("hypermenorrhea"), complication of device insertion ("three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube") and infection ("infection (other)") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (on (B)(6) 2016 underwent total laproscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, alopecia, weight decreased, fatigue, abdominal pain, diarrhoea, acne cystic, anxiety, depression and menorrhagia had resolved and the infection outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, anxiety, arthralgia, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, infection, menometrorrhagia, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successful occlusion of both fallopian tubes. Diagnostic results: on(B)(6) 2013 transvaginal ultrasound showed only a right-sided essure coil in satisfactory position likely accounting for the palpable abnormality. The left cornua of the uterus was not well seen and no second essure coil could be confirmed. During surgery, both implants were found in the fallopian tubes. The pathology report for the procedure noted that the essure coils in each fallopian tube were dramatically stretched. Plaintiff has not been diagnosed with a nickel allergy. Update: 2 lot number (841634,863589,) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 841634,863589,12433496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils in each fallopian tube were dramatically stretched". The patient's medical history included palpitations, adenomyosis, gravida ii and parity 2. Concurrent conditions included local anaesthesia (during essure procedure) and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), acne cystic ("cystic acne / increase acne"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("hypermenorrhea"), complication of device insertion ("three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube") and infection ("infection (other)") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (on (B)(6) 2016 underwent total laproscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, alopecia, weight decreased, fatigue, abdominal pain, diarrhoea, acne cystic, anxiety, depression and menorrhagia had resolved and the infection outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, anxiety, arthralgia, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, infection, menometrorrhagia, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successful occlusion of both fallopian tubes. Diagnostic results: on (B)(6) 2013 transvaginal ultrasound showed only a right-sided essure coil in satisfactory position likely accounting for the palpable abnormality. The left cornua of the uterus was not well seen and no second essure coil could be confirmed. During surgery, both implants were found in the fallopian tubes. The pathology report for the procedure noted that the essure coils in each fallopian tube were dramatically stretched. Plaintiff has not been diagnosed with a nickel allergy. Most recent follow-up information incorporated above includes: on 3-apr-2020: pfs and mr received : event "infection (other)", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12433496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils in each fallopian tube were dramatically stretched". The patient's medical history included palpitations, adenomyosis, gravida ii and parity 2. Concurrent conditions included local anaesthesia (during essure procedure) and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), acne cystic ("cystic acne / increase acne"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("hypermenorrhea"), complication of device insertion ("three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube") and infection ("infection (other)") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (on (B)(6) 2016 underwent total laproscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, alopecia, weight decreased, fatigue, abdominal pain, diarrhoea, acne cystic, anxiety, depression and menorrhagia had resolved and the infection outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, anxiety, arthralgia, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, infection, menometrorrhagia, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successful occlusion of both fallopian tubes. Diagnostic results: on (B)(6) 2013 transvaginal ultrasound showed only a right-sided essure coil in satisfactory position likely accounting for the palpable abnormality. The left cornua of the uterus was not well seen and no second essure coil could be confirmed. During surgery, both implants were found in the fallopian tubes. The pathology report for the procedure noted that the essure coils in each fallopian tube were dramatically stretched. Plaintiff has not been diagnosed with a nickel allergy. Update: 2 reported lot numbers (841634,863589) are not valid. Lot number: 12433496 manufacturing date: 2010-03, expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included local anaesthesia (during essure procedure) and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss"), weight decreased ("severe weight loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), acne cystic ("cystic acne"), anxiety ("anxiety"), depression ("depression"), device physical property issue ("essure coils in each fallopian tube were dramatically stretched"), menorrhagia ("hypermenorrhea") and complication of device insertion ("three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube"). The patient was treated with surgery (on (B)(6) 2016 underwent total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, alopecia, weight decreased, fatigue, abdominal pain, diarrhoea, acne cystic, anxiety, depression and menorrhagia had resolved and the device physical property issue outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, anxiety, arthralgia, complication of device insertion, depression, device physical property issue, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful occlusion of both fallopian tubes on (B)(6) 2013 transvaginal ultrasound showed only a right-sided essure coil in satisfactory position likely accounting for the palpable abnormality. The left cornua of the uterus was not well seen and no second essure coil could be confirmed. During surgery, both implants were found in the fallopian tubes. The pathology report for the procedure noted that the essure coils in each fallopian tube were dramatically stretched. Plaintiff has not been diagnosed with a nickel allergy. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2011 and experienced pelvic pain. She underwent a total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy on (B)(6) 2016. The pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. The case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included local anaesthesia (during essure procedure) and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss"), weight decreased ("severe weight loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), acne cystic ("cystic acne"), anxiety ("anxiety"), depression ("depression"), device physical property issue ("essure coils in each fallopian tube were dramatically stretched"), menorrhagia ("hypermenorrhea") and complication of device insertion ("three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube"). The patient was treated with surgery (on (B)(6) 2016 underwent total laproscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, alopecia, weight decreased, fatigue, abdominal pain, diarrhoea, acne cystic, anxiety, depression and menorrhagia had resolved and the device physical property issue outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, anxiety, arthralgia, complication of device insertion, depression, device physical property issue, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: three attempts were made using three different coils before an essure implant was successfully placed in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful occlusion of both fallopian tubes. On (B)(6) 2013 transvaginal ultrasound showed only a right-sided essure coil in satisfactory position likely accounting for the palpable abnormality. The left cornua of the uterus was not well seen and no second essure coil could be confirmed. During surgery, both implants were found in the fallopian tubes. The pathology report for the procedure noted that the essure coils in each fallopian tube were dramatically stretched. Plaintiff has not been diagnosed with a nickel allergy. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2011 and experienced pelvic pain. She underwent a total laproscopic hysterectomy, bilateral salpingectomy, cystoscopy on (B)(6) 2016. The pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.